Event description:
Reportedly, during follow-up during the rv threshold test no rv egm was shown on the test screen, but the costumer saw on the ECG that the test was ongoing and that the threshold was 0,75 volt. The egm also was not shown during the sensitivity test. It is a dependent patient so the costumer wants to know urgently if they have to replace the can. (It was a replacement) .

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during follow-up during the rv threshold test no rv egm was shown on the test screen, but the costumer saw on the ECG that the test was ongoing and that the threshold was 0,75 volt. The egm also was not shown during the sensivity test. It is a dependent patient so the costumer wants to know urgently if they have to replace the can. (It was a replacement).

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please find attached the response to complaint (B)(4): engineers at r&d hypothesize* that the patient may have been exposed to an important source of interference that could have led to a ¿saturation¿ of the sensing amplifier, and ask for a specific test. * it seems despite several attempts from the hospital to have the patient come to the hospital, the patient couldn¿t or didn¿t appear for these checks to be done. Given the situation (the event dating from early (B)(6) 2022 and no more information available), the case is closed as is. If at a later time more information becomes available, the case may be reopened.